Event description:
The pt experienced a change in stimulation. An x-ray showed that the lead had moved. The lead and anchor were replaced. It was noted that the anchor came apart.

Manufacturer narrative:
Final device analysis of the anchor revealed the anchor separated. The titanium insert has separated from the silicone portion of the anchor. The silicone insert is inside the outer silicone sleeve and there is evidence that medical adhesive had been used inside the silicone sleeve. It appears that it was manufactured correctly. There is no evidence in the silicone that sutures had been properly tied around the anchor. There are molding bubbles in the bumps on the anchor.